Event description:
Patient describes gradual onset of pain at right femur distal saw surgeon. The device was extracted on (B)(6) 2013.

Event description:
Patient describes gradual onset of pain at right femur distal saw surgeon. The device was extracted on (B)(6) 2013.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
This device is a concomitant product which did not lead to the plate breakage. Provided x-rays do not provide any evidence of broken screw. This device should have been damaged during removal.